Event description:
It was reported the patient lost his ac adapter for his charger and as a result has been unable to charge his scs system for approximately 3 weeks. The patient subsequently lost stimulation on (B)(6) 2014. A replacement device was shipped to the patient but did not resolve the issue. The patient then became unable to establish communication with the ipg and an error code was displayed. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
(B)(4) correction numbers: 1627487-05242011-002-r; 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.